Manufacturer narrative:
Other applicable components are: product ID: 8840, serial#: unknown, product type: programmer physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the manufacturer representative (rep) was getting the interference message on their 8840 post-op in the recovery room. The patient had just been implanted the day of the report. Caller tried communicating with the ins using a patient programmer and saw a 505 code. It was reviewed that 505 meant no programming (which is an expected code in this circumstance). The rep was advised to try to connect to the ins via the 8840 in another room to avoid interference. The rep noted they were able to communicate with the ins fine in the operating room. No patient symptoms were reported. Additional information was received from a manufacturer¿s representative (rep) indicating that there was interference with something in the patient¿s room, they moved the patient, and everything went great. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected to not include physician programmer in system report. If information is provided in the future, a supplemental report will be issued.